Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement, exhibiting loss of capture (loc) at high output. It was confirmed by x-ray. The lead was successfully replaced by an non-bsc lead. No additional adverse patient effects were reported. The product is not expected to be returned for analysis, as it is being held by the explanting facility.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement, exhibiting loss of capture (loc) at high output. It was confirmed by x-ray. The lead was successfully replaced by an non-bsc lead. The product is not expected to be returned for analysis, as it is being held by the explanting facility.